Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin and that a malfunction alarm occurred. Reportedly, the customer loaded a new cartridge and successfully cleared the malfunction alarm and was able to resume insulin therapy. Additionally, it was reported that an occlusion alarm occurred. The customer declined further troubleshooting with tandem technical support regarding the occlusion alarm, therefore no additional information could be obtained. Customer's blood glucose was 375 mg/dl.